Event description:
Md was using a gel mark ultra in conjunction with a stereo breast biopsy. When m.d. Removed the gel mark applicator, it was observed that the tip had been partially sheared off and was found on the end of the mammotome. There was no pt adverse effect. No other details are available. Device was discarded.